Manufacturer narrative:
A (B)(6) male from the (B)(4) study experienced restenosis post implantation of several cypher stents. Past medical history that may have increased this patient's risk for mace includes previous pci, stable angina pectoris, coronary artery disease, hyperlipidemia, hypertension, myocardial infarction, smoker, erectile dysfunction, dyslipidaemia, depression, diverticulitis and gastroesophageal reflux disease. Initially, the patient received a 3.0x23mm cypher stent in the proximal rca and a 3.5x18mm cypher proximally to it and overlapping it. At this time, unknown stents previously implanted in the mid lad and the 1st diagonal were observed patent. However, another unknown stent previously implanted in the 2nd diagonal had 70% restenosis treated with cutting balloon angioplasty. Approximately four years and three months later, a coronary angiogram showed patency of unknown stent in mid lad, patency of unknown stent in 1st diagonal, 20-30% stenosis in unknown stent in the 2nd diagonal, patency of the 3.5x18mm cypher stent implanted at the ostium of the rca. Just beyond that, there is mild smooth 25-30% non-obstructive plaque and the 3.0x23mm cypher stent in the proximal rca was patent. However, there was 80-90% restenosis distally to this stent. To treat the restenosis, a 3.0x18mm cypher was implanted in the mid rca overlapping the 3.0x23mm cypher distally. Two years later, the patient was hospitalized due to angina. At this time, the patient was enrolled in the (B)(4) study. Coronary angiography revealed restenosis in the mid rca re-pci was conducted and a 3.0x13mm cypher stent was implanted. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease. Therefore, there are patient risk factors present in the medical history that may have contributed to the progression of the patient's existing coronary artery disease. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00225 and 3003742446-2010-00226.

Event description:
Twenty-one months later after treatment for restenosis, the patient was treated for restenosis the same stent in the rca and was enrolled in (B)(4) study. Pci was performed on an 85% in-stent restenotic lesion of a cypher stent in the mid rca of 6mm in length in a 3.2mm vessel diameter. The lesion was classified as type a. A 3.0x13mm cypher rx stent was deployed at 18 atm by direct stenting. Post-dilatation was performed with a 2.75 x 8mm balloon at 20 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. There were no procedural complications and the patient was discharged on the following day. In the initial procedure, pci was performed with in the rca with a 3.0x23mm cypher stent deployed covering the bend of the vessel with 75% stenosis at 14 atm. It was post-dilated with a 3.5x15mm nc monorail at 12 atm. The proximal vessel has significant stenosis almost from the origin to the proximal end of the first stent. This segment was then stented with a 3.5x18mm cypher at 14 atm with both stents overlapping at 16 atm. At the very distal edge of the stent had a narrowing of 20 to 30% which was due to tortuosity of the vessel and the ultimate straightening of the stent.

Manufacturer narrative:
The 2nd diagonal with 70% in-stent restenosis of an unknown stent was treated with a 3.0x6 rx cutting balloon up to 6 atm with a residual diameter stenosis of 0 to 10%. In the procedure four years later, pci was performed on an 80-90% occluded lesion with the vessel showing a kinking effect. The lesion was distal to a previous stent. The 3.0x18mm cypher stent was placed in the mid rca overlapping the distal edge of the second stent. The stent was deployed up to 16 atm and post-dilated with a 3.5x12mm quantum maverick balloon at 18 atm. Final injections showed a very smooth angiographic result with the residual of 0% or slightly less. The more proximal gap between the two stents did not show any high-grade narrowing and no further intervention was required. Concomitant devices ((B)(6) 2008): 6 fr judkinks l4, ar mod and pigtail, 0.014 atw marker wire and 3.5x12mm quantum maverick balloon. Concomitant medications ((B)(6) 2008): angiomax and plavix. Please note that this device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00225 and 3003742446-2010-00226.